Manufacturer narrative:
No report of patient involvement. The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported an error of no flow sensor detected preventing mechanical ventilation. There was no report of patient involvement.